Event description:
It was reported that the right ventricular (rv) lead had high impedance and the atrial lead was not functioning appropriately. The rv lead was capped and replaced and the atrial lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d154awg implantable cardioverter defibrillator (ICD)  implanted: 2007-(B)(6), product ID 6944-58 implantable tachy lead implanted: 2007-(B)(6). (B)(4).